Event description:
It was reported the programmer would not turn on. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device would not power on, the power supply would not turn on with or without being plugged in. It was also noted that the lower hinge plate screw was missing, the latches broke off of the power cord bay and the stylus cable was twisted and pulling apart.